Event description:
It was reported that during an unk procedure, the handpiece wasn't working and had a very loose mount. No add'l details were known.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was received with a loose mount. The handpiece was tested with a generator and a test instrument and was found to be functional. The instrument was dissembled to inspect the internal components and evidence of moisture ingress and a torn acoustic isolator were found. A possible cause for a loose mount is including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal.